Event description:
Clinic notes dated (B)(6) 2012 received by the manufacturer revealed that the patient returned for a follow up appointment for sleep appointment regarding his ten month follow-up to seizures. He reportedly had five seizures on (B)(6) 2012 and had several days of clusters of seizures. By (B)(6) 2012, the physician reported that the patient was back at his baseline and stable according to his mother. From the notes, it does not appear that any medications or vns settings were changed at this time. Previous visit on (B)(6) 2011, the patient only had one seizure since the last time the physician saw him (on an unknown date). The patient was reportedly doing well at this time on the seizure medications and vns, so he was continued on his treatment regime. The vns settings were unchanged on this visit. In the later clinic notes dated (B)(6) 2012, it the patient presented again for sleep follow-up appointment regarding his seizures after six months. He went to the emergency room in (B)(6) 2012 due to seizure with the last on (B)(6). The physician indicated that "he was still having seizures on an intermittent basis with a recent recurrence on a recent uti". The physician indicated on both sets of clinic dates ((B)(6) 2012) that he has intermittent seizure control. Follow up with the treating physician was performed. However, he did not provide additional information as he reported the relationship to vns is unknown and the relationship of the increase in seizures as noted on (B)(6) 2012 to pre-vns seizure frequency levels is unknown.